Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a device manufacturer representative indicated that the pump was alarming due to a reset and safe state. The pump was going to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine and clonidine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming or beeping this past (B)(6) 2017. The pump started "low battery alarming" and since then the patient started to have a lot of pain, spasms, restlessness, and stuff like that. Initially the pump alarm was heard every minute for 24 hours, however then it started to only occasionally alarm. The critical alarm sound was described. The pump was near expected elective replacement indicator (eri). The patient's family/friend believed the pump was initially alarming due to low battery. The surgeon was called so see if the patient could get an earlier date for surgery, however the surgeon recommended having a flow study done. The patient was currently waiting in the office of the managing healthcare professional (hcp) and were not sure if the hcp could do this or a manufacturer's representative (rep) needed to be present, etc. No further complications were expected or anticipated.